Event description:
There was a report of occurrence of a leak at the stopcock of a fluid warning infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Eval summary: product was visually inspected and no non-conformities or abnormalities were noted. A performance test was conducted and the product was found to meet manufacturer's specification. No failure detected and the product was within specification.